Manufacturer narrative:
Device evaluated by MFR: the renegade hi-flo microcatheter was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The device showed stretching and 2 fractures located at the hub and 47.8cm from the hub. There was also a kink located 155cm from the hub. The device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the tip of the catheter was fractured. A renegade hi-flo fathom system was selected for use. During preparation, it was noted that the catheter was kinked, and the tip of the catheter was fractured. The procedure was completed using an alternate device. No patient complications were reported.